Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: product code: 04.168.275s. Lot: 228p721. Manufacturing site: grenchen. Release to warehouse date: june 22, 2021. Expiry date: june 01, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for right medial femoral neck fracture. After inserting the blade and the plate, the locking screw was inserted. The antirotation screw did not progress due to idling during insertion. The locking screw did not engage with a screwdriver. Since both the locking screw and antirotation screw could not be inserted furthermore and also could not be removed, an insertion handle and an inserter were once removed to expose the implants. It was found that the heads of both the locking screw and antirotation screw had interfered each other. The surgeon removed all the implants from the patient¿s body, reinserted the bolt, reinserted the locking screw until torque and reinserted the antirotation screw. The surgery was completed successfully within 30 minutes delay. The patient condition is stable. Concomitant device reported: unk - screwdrivers: (part# unknown; lot# unknown; quality:1). This complaint involves four (4) devices. This report is for (1) bolt for femoral neck system 75mm length - sterile this report is 2 of 4 for (B)(4).